Manufacturer narrative:
Additional catalog #: 72400024, 72404127. Additional serial #: (B)(4).

Event description:
On (B)(6) 2010, an aus device was originally implanted. On (B)(6) 2010, information rec'd indicates pt was seen due to "recent return of incontinence." On (B)(6) 2011, information indicates the device had a failure to cycle. On (B)(6) 2011, the entire device was removed and replaced.